Event description:
A customer contacted beckman coulter regarding erroneous hemoglobin (hgb) and platelet (plt) results generated by the coulter act 5 diff cp analyzer for multiple pt samples. Customer stated erroneous low hgb and plt results were reported out of the lab. The specimens were sent to a reference laboratory and re-tested for hgb and plt. The reference lab results were considered correct and corrected reports were sent out. See the coulter act 5 diff cp analyzer and reference lab results. Based on available info, two pts were treated with an rbc growth stimulator based on the act 5 diff cp analyzer hgb and plt results. There was no death or injury as a result of this event.

Manufacturer narrative:
The specimens were run in primary mode of operation. Per customer, qc was low in late 2007 at 11:41 am for hgb and plt and they called in to report it. Customer called back several hours later to report the instrument was leaking from an unk area. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered that tubing at port 2 was disconnected which was fixed. The fse verified and validated the instrument using qc material. The fse went to the customer's lab again on two days later and performed probe alignment. The instrument was verified and results were in range. Although the fse addressed hardware issues, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.